Event description:
As reported to coloplast though not verified, patient was implanted with aris and novasilk mesh. Later the patient experienced vaginal bleeding and mesh erosion. An excision of eroded mesh, vaginal closure and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.